Manufacturer narrative:
The requested data logs have been received for investigation. The measurement cartridge has been discarded. The customer stated that they installed a new cartridge and have not observed any more elevated results. The cause of this event is unknown.

Event description:
The customer reported discrepant high sodium and potassium results on the rp 500. There is no report of injury due to this event.

Manufacturer narrative:
Based upon the data provided, it is suspected that the results were impacted by salt, resulting in elevated na+ and k+ for this sample. This salt may have come from around the valve assembly/sample port luer area when the sample was presented to the instrument. Since the same sample recovered acceptably upon repeat analysis instrument, the sample itself was not contaminated by the salt. Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The exact root cause cannot be determined because the measurement cartridge was not returned for investigation.

Event description:
Correction: the customer reported discrepant high sodium and potassium results on two rp 500 instruments.